Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of "travel reverse error-check clutch/plunger lever" error message. Multiple occlusion tests were performed during functional testing. The reported error was not duplicated during the testing. The investigation determined, based on review the event history log, that the customer caused the reported issue by pressing the plunger lever and manually extending the plunger head during infusion. The lead screw, clutch spring and both clutch halves were replaced as a preventive measure. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported that the pump displays a travel reverse error: "check clutch/plunger lever." No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.